Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument rubber was damaged. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reporter sent a picture that had been taken by the sterilization center. Put the picture in the box with the instrument. It looks like there was damage to the conductor wire. Could not be seen with the naked eye, but in the picture with magnification it could look like it was worn/chipped.